Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 10 months. The patient remains ongoing on vad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient started to notice bright red blood per rectum with worsening abdominal pain, light headedness, and fatigue. These symptoms prompted the patient to go to the emergency department (ed) where the patient received 2 units of red blood cells (rbcs) for concern of gastrointestinal (gi) bleeding. At time of admission, the patient¿s inr was in the 5 range, vitamin k was given and anticoagulation (coumadin) was held. The patient was also started on protonix infusion. It was reported that the bleed did not appear to be active or hemodynamically significant at the time of the event and an enteroscopy would be scheduled once the patient¿s inr was less than 2.5. If a source of bleeding was not found, a colonoscopy would be performed followed by a capsule endoscopy. Additional information was requested, but not yet provided.